Manufacturer narrative:
H3: product analysis: part # c01a-j; lot # el70355 visual inspection confirmed a stain on the label and the tamper seal of the package has not been cut/opened. Once the packaged was opened the vial was confirmed to be opened/damaged. The vial appears to have been damaged to the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device that has to be used for a spinal therapy. It was reported that the cemnet unit was stored in a refrigeration unit, but upon noticing a strange odor, the box was inspected and it was found that liquid was leaking from inside. This event occurred during storage.  There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received that the package was not opened. The leakage of liquid was visually noticed and there was a peculiar smell, it was sealed and collected unopened.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.